Event description:
Patient already restrained when patient extubated herself. Balloon on tube was found to be partially deflated. Patient was sedated and intubated for a seconc time and again the balloon was deflated causing the patient to extubate herself. Stress and trauma of intubation was following result.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: pilot balloon valve. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.